Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the universal serial bus (usb) was not working, and the screen failed. At this time, it is unknown if there was patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the universal serial bus (usb) was not working, and the screen failed. A service quote for repair was sent to the customer for approval, and the customer accepted. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the asp confirmed that the touchscreen was not responding and could not be calibrated. The repair is still pending.

Manufacturer narrative:
The asp replaced the cpu pcba and touchscreen and verified that the issue was resolved. After corrective maintenance, the device was operational and complied with the manufacturer's specifications. The necessary verifications were carried out to certify the restoration to the operating conditions prior to the failure. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Additional information received: there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed that the customer had a broken usb connector, and the touchscreen was not working. The asp found that the central processing unit (cpu) printed circuit board assembly (pcba) and touchscreen needed to be replaced. A quote for the replacement parts was sent to the customer for approval.